Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer screw, (description) for evaluation. Visual evaluation was performed, screw identified to be fractured and is captured under ce-35851-2024. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was screw/product not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified for loosening event. Screw is fractured and is captured under ce-35851-2024. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported the screw loosened several times causing the crown to loosen. Later, it was confirmed implant fractured at tooth site #30 (captured in (B)(4) and it was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.